Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, an 840 ventilator was giving high volume readings while in use on a patient. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the event. The covidien technical support engineer (tse) troubleshot this issue with the customer over the phone. Tse recommended running the vent on performance verification test (pvt) , then for 48 hours on test lung. Customer was instructed to call back if the recommendation made by technical support did not correct the incident reported. Covidien was not authorized to service the device.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The customer called back stating there were no additional failures seen with the ventilator.